Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
A patient reported that on wednesday, (B)(6), they noticed stimulation did not feel right and they had head pain. On thursday, (B)(6), the patient noticed tightness in the lead. The patient felt the wire had pulled to the surface and could see the blue wire beneath their skin. The patient adjusted programming with return to normal therapy. The patient felt the lead tightness was related to swinging her arm while walking. It was reviewed with patient to avoid sudden/repetitive bending, twisting, bouncing, and stretching. The indication for implant was non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having an MRI due to a suspected problem with the device, later, it was noted that the patient was having pain, and they needed to figure out why because the stimulator does not help with this pain. The patient has been having this pain for about 6 months. The stimulator does not hit these areas because it¿s on the outside of her head. The pain is shooting like lightning in her head and back pain. The patient mentioned that if necessary, she would remove her implantable neurostimulators to have a MRI. No further complications reported.